Manufacturer narrative:
H11: section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC kinked. Patient referred to ir. Catheter inserted in right basilic with a 38cm total catheter length and 1cm left external. Kink occurred in in the innominate region.